Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a low blood glucose (bg) level (20-54 mg/dl) and lost consciousness. The customer hit his head due to falling from the low bg and had a "knot" on his head. Paramedics were called. The customer was treated with intravenous insulin and was feeling better. The customer did not go to the emergency room or hospital. The customer did not know the cause of the low bg. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.